Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated glucose despite appropriate meal announcements, including a manual fingerstick reading of 402, and observed insulin leaking within the ilet chamber; the user changed all supplies and noted the cartridge leaking again, after which a subsequent cartridge change was planned. Symptoms include nausea, confusion or disorientation, and sleepiness or drowsiness consistent of hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence consistent with leakage at a seal associated with the cartridge/reservoir and a leak or splash device problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. The user reported that glucose levels returned toward normal after a full supply change.